Event description:
Customer originally reported a cracked smartsite y infusion port. No other event or pt details were available at the time. Further info received indicated that the IV tubing was leaking. No pt harm occurred. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.